Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 81 mg/dl (advantage) and 24 mg/dl (professional meter) no actions taken based on device results. Customer was in a diabetic seizure and customer's wife called paramedics. Paramedics obtained a reading of 24 mg/dl on their meter. Customer was treated with 50/50 glucose shot. Customer was not transported to hospital and feels better. Requested return of suspect device; however, customer has discarded both the meter and strips. Replacement was sent.